Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the helix was disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleeve head, and there was a tip seal observation. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure, the lead had positioning/fixing difficulty. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.